Event description:
It was reported that the customer was taken by ambulance and admitted in the intensive care unit due to diabetes ketoacidosis and high blood glucose over 600mg/dl. It was stated that the customer experienced nausea and vomiting. The wife mentioned that the customer only ate breakfast and started to feel sick. Troubleshooting was performed. The time, date, and basals were correct. Assisted the caller to run a fixed prime test and the insulin did not exit the tubing. Instructed the mother to check the tubing for cracks or splits, and insulin inside the reservoir compartment in case of leaks. Performed a high pressure test and passed. The mother stated that the cannula was not bent. Suggested the mother to change the entire infusion set, reservoir, and insulin. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.